Manufacturer narrative:
The device was not available for evaluation. Imaging provided shows a locking cap loose above l2 with a rod displaced from the screw head. Due to the inability to evaluate patient loading conditions, intraoperative tightening conditions, or the devices used during operation the exact cause of the reported issue could not be determined.

Event description:
It was reported that a locking cap came loose post-operatively.